Event description:
It was reported that during a balloon endometrial ablation with a d&c and hysterscopy, the catheter broke while inside the pt's uterus. A second device was opened and the procedure was completed successfully with no pt consequences.